Event description:
Reporter indicated that a pt experienced pain following implantation of the vns device. It was reported that the physician found that the vns device was programmed to the incorrect settings, including an output current at 1ma, after surgery. Attempts to obtain additional info have been unsuccessful to date.